Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. During stent assisted coiling procedures, the stent should be deployed over the target lesion prior to commencement of aneurysm embolization. This is the sequence of instruction outlined within the subject device directions for use (dfu). It is likely that in the absence of prior support from a deployed stent that the coil protruded from the target vessel. Information available indicated that stent deployment was not possible due to anatomical issues; therefore, an assignable cause of operational context will be assigned to this event. Hemorrhage and neurological/intracranial sequelae are known risk associated with endovascular procedure and is noted as such in the device directions for use. Therefore an assignable cause of anticipated procedure complications as assigned to these events.

Event description:
During a coil embolization procedure of an aneurysm located in the middle cerebral artery (mca), the physician implanted 4 coils. It was reported that after completion of the coil embolization, the physician observed that one of the coils (unknown which specific subject device) prolapsed into the parent vessel. The physician proceeded to deploy a stent on the m1-m2 segment of the middle cerebral artery in response to the event. Post treatment, digital subtraction angiography (dsa) confirmed that the aneurysm had been successfully embolized with stent assisted coiling and no contrast extravasation was observed. The mca was also confirmed to be normal. However, it was reported that five hours post the index procedure, the patient developed a hemorrhage and was reported to be hemiplegic. No further information is available.

Manufacturer narrative:
This is 2 of 5 reports submitted for 4 coils and 1 stent implanted during the reported procedure. Subject device remains implanted.

Event description:
During a coil embolization procedure of an aneurysm located in the middle cerebral artery (mca), the physician implanted 4 coils. It was reported that after completion of the coil embolization, the physician observed that one of the coils (unknown which specific subject device) prolapsed into the parent vessel. The physician proceeded to deploy a stent on the m1-m2 segment of the middle cerebral artery in response to the event. Post treatment, digital subtraction angiography (dsa) confirmed that the aneurysm had been successfully embolized with stent assisted coiling and no contrast extravasation was observed. The mca was also confirmed to be normal. However, it was reported that five hours post the index procedure, the patient developed a hemorrhage and was reported to be hemiplegic. No further information is available.